Manufacturer narrative:
The device was returned to zoll medical corporation and the device performed to specification. Review of the device logs showed evidence that the device prompted "low battery" and "shutdown warning" messages prior to shutting down. The device passed all testing including full functional testing using a test battery without duplicating a malfunction. As part of the investigation the battery contacts were found to be worn and were replaced as a pre-caution, but not associated with the customer report. The device was re-certified and returned to the customer. The battery used during the event was not returned for investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.